Event description:
The customer is questioning the error code 1062 (invalid test results, read precision) they received while running one patient sample on the axsym digoxin iii assay. Rerunning the sample and redrawing the patient did not resolve the issue. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.